Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported they found an alert for valve stuck closed in the error log. The customer is unsure if the issue occurred while in use with a patient. The field service engineer (fse) advised the customer to perform performance verification testing and note when the issue was logged.

Manufacturer narrative:
G4:17dec2020 b4:(B)(6)2020 the error was found by the bio-med during servicing of the unit and there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device usage: the hospital's biomed initially reported that there were vertical lines showing on the screen on the portion of the screen where the patient's data is displayed. This event occurred during patient use and was reported under MFR. Report #:2031642-2020-03393. When the ventilator was taken out of service to be evaluated by the biomed, the occurrence of the error code related to air valve stuck closed was found in the event log. The biomed could not verify if the occurrence of this error code coincided with the time when the display issue was observed during therapeutic use. The respiratory therapist that was bedside did not complain about the air valve alarm, or any other alarms, and confirmed the unit was having no issues ventilating the patient. The ventilator's event log could not be obtained to verify the time of the error and corroborate if it occurred during patient use. Despite efforts to clarify the sequence of events at the time, it is unclear if the occurrence of the error code took place while the unit was delivering therapy. There was no patient or user ham reported.

Manufacturer narrative:
G4: 28sep2020 b4: (B)(6) 2020 the customer could not confirm if the issue occurred while in use with a patient. The customer reported they found an alert for valve stuck closed in the error log. The field service engineer (fse) advised the customer to perform performance verification testing and note when the issue was logged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.